Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was unknown and the low blood glucose level was 41 mg/dl. The customer was assisted with troubleshooting. The customer was assisted with insulin pump programming. The customer stated that the auto mode feature was not active. Customer outcome pertaining to the complaint. The device will not be returned for analysis.